Event description:
The customer reported that the coulter lh 780 hematology analyzer failed to generate blast flags on a patient run. The customer stated that manual smear review indicated the presence of blasts on the slide. The erroneous results were reported out of the laboratory but there was no death, injury or change to patient treatment associated with this event. Data review of provided instrument printouts indicates high mo% (monocytes) on automated differential without instrument-generated messages on the differential parameters. Manual differential indicates the presence of blasts with an instrument-generated r flag on the plt (platelet) parameter; however, the slide was reviewed and the instrument's plt count was determined as correct. Raw data analysis indicates that the sample had 7% blasts, but algorithm did not set a blast flag. The populations on the histograms do not show significant abnormal patterns and the algorithm flagging rules were not set at a sensitivity level that would flag blasts for the sample.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and found differential lyse pump (pm 4) spring broken. The fse replaced pm 4 to resolve the issue and the appearance of the populations patterns could be related to the broken differential lyse pump spring. Failure mode is unknown but likely related to the broken differential lyse pump spring.